Event description:
On (B)(6), 2011 a complaint was received regarding an incident involving breeze cement. The dentist reported that a fracture of an empress crown occurred during cementation with breeze.

Manufacturer narrative:
On (B)(4), 2011 a complaint was received regarding an incident involving breeze cement. The dentist reported that a fracture of an empress crown occurred during cementation with breeze. Customer has not returned device.